Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope displayed an e226 scope communication error message. The issue occurred during reprocessing. There was no patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated field: d8, h2, h3, h4, h6, h11. Corrected field: g4. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image displayed and the a definitive root cause could not be identified. However, based on the investigation findings, the cause of the reported malfunction could not be determined. The additional finding was most likely due to a circuit board defect in the connector that resulted in loss of image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.